Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion failure during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion failure" was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" However the history log cannot be used to determine testing results. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as constant downstream occlusion alarm. The cause of the condition was the force sensor which was found higher than the expected calibration range. The force sensor required calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.